Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump pushed 20 units of insulin pout even before pressing act to prime the tubing. Customer stated that they were attempting to change the set and are stuck in the manual prime and that the insulin was squirting out. Customer further mentioned that the motor slowed down and the numbers were ramping on the screen of the insulin pump. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 446 mg/dl. No further information reported.